Event description:
Boston scientific received information from the patient implanted with this implantable cardioverter defibrillator (ICD) and leads that the device was protruding out from the skin. It was also reported that the implant site remains red. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this system remains in service. Should additional information become available, this report will be updated.